Event description:
A customer contacted baxter's technical service center reporting a low drain volume alarm and the hp used two drain line extensions that had not been changed since friday night. The tsr explained about changing daily. The cg said that the registered nurse (rn) advised to change it weekly and the caregiver (cg) was requesting to do a manual drain at the end of therapy. The cg had powered the hc off. The technical service representative (tsr) reviewed the program. The tsr explained therapy had ended and cannot do a manual drain. The tsr suggested the rn program for last manual drain option. The tsr explained possible causes for the low drain alarm. The tsr advised to follow up with the rn about alarm, missed cycle, and programming for last manual drain option. Product surveillance (ps) contacted the caregiver (cg) on (B)(6) 2011 regarding not changing out the drain line daily. Per the cg, the home patient (hp) followed up with the peritoneal dialysis nurse (pdrn). The cg stated that the hp had to discontinue therapy on the cycler as the placement of the catheter was not working for the hp. The cg stated the hp had to go back to hemo dialysis. There was patient involvement. There was no patient injury.

Manufacturer narrative:
(B)(4). This incident was determined to be caused by use/user error. There was no allegation of a product malfunction. A 510k number will not be provided in the MDR as the product code and lot number are unknown; if additional information becomes available, this information will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4). This complaint for use error-failed to follow therapy steps was confirmed based on information provided by the patient; patient stated the drain line extension is reused. There is not enough information to determine the cause of the use error. A labeling review found the labeling to be adequate for the use/user error identified in this incident.